Event description:
The complainant reported that during patient support, an impella cp pump was positioned shallow in the left ventricle. Attempts to reposition the device were unsuccessful prompting the patient to be brought to the cath lab for more detailed troubleshooting and va ECMO cannulation. Once in the cath lab, it was discovered that the pump was under the papillary muscle. The doctor was able to reposition the device under fluoroscopy. Upon planned escalation to impella 5.5 support the following day, a large hematoma developed at the impella cp access site. The vascular team was called and the site required extensive repair as part of the removal process. Blood products were given as part of the treatment. Patient support continued with the newly implanted impella 5.5 pump following the intervention.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of positioning issues and access site bleeding has been completed. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. Pump was returned for analysis. Visual inspection found no issues on the pump. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no problem was found on the pump. The root cause of access site bleeding was most likely anticoagulation management related since act was greater than 261 seconds. D9 device returned to manufacturer date added g1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-30698.